Manufacturer narrative:
This complaint was originally reported to the FDA under (B)(4) (report number: 3004904811-2016-00037) however the report was submitted under the incorrect manufacture site.

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. There was no harm caused to the patient. A repeat procedure was performed. Intervention was not required and there was nothing unusual about the procedure or the patient itself that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. A medela pump was used. Lubrication was used to facilitate capsule placement and the account is sure that no lubricant went into the capsule chamber. No other known adverse events were reported.